Manufacturer narrative:
The monopolar curved scissors instrument was received, and failure analysis found the instrument to have a broken instrument tube adapter located at the distal end of the instrument. The instrument was found to have a detached fragment. The broken piece was not returned and measures approximately 1.10mm x 1.95mm in size.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported after the operation, during the inspection process for reprocessing of the monopolar curved scissors instrument, damage was seen, and a fragment had fallen into the patient. During follow-up with the site, the nurse could not provide where the damage was on the instrument, or whether a fragment from the instrument fell into the patient. It was also unknown if the fragment was retrieved, how it was retrieved, or how it was confirmed that all fragments were retrieved. No additional surgical procedure was required to remove any potential fragment, and no post-operative tests, such as x-rays or ultrasounds, were conducted to check for remaining fragments. The procedure was completed robotically, and no backup instrument was used as the defect was identified after the procedure was finished. The patient has not returned to the hospital due to post-surgical complications related to a foreign object.